Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. Customer's blood glucose level at the time of incident was 36 mg/dl and 39 mg/dl. Customer alleged that the insulin pump was over delivering insulin because insulin pump did not alarm and kept delivering insulin. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was not activated at the time of low blood glucose event. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.